Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, non-sustained right ventricular oversensing was noted on the implantable cardioverter defibrillator. Review of the electrogram showed low level, high frequency noise that was inhibiting pacing due to possible myopotential oversensing. The patient is sometimes short of breath due to atrial fibrillation but could not remember if they were symptomatic during the oversensing on (B)(6) 2018. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored with routine follow-up.